Event description:
After 60 hours of treatment on the prisma system and with an m100 pre set blood started spraying out the blood pump raceway. Blood sprayed onto the curtain over the patient across the pod, and most worst of all - all over the nurse (in her hair, all over her uniform and shoes). The event data is provided with this complaint, but this same prisma has been running without issues for many days. The only thing that occurred just prior to the blood segment bursting was the sound of the pumps diminished for a short period. The nurse looked at the pumps and everything was still running well. After they turned the crrt off and clamped the lines they noted that there were blood clots in the blood pump raceway. Biomed took the pump head off and did not see anything that would cause a break in the tubing. Events prior to this pump segment line tearing: events log. Gambro prisma s/n 965172. At 05:25 - alarm screen cleared from display. Advisory blood flow stopped. At 05:25 stop pressed. At 05:18 - alarm occurred. Advisory: blood flow stopped. At 05:17 alarm screen cleared from display. 05:17 advisory: filter clotting. 05:17 - stop pressed. 05:17 alarm occurred. Advisory: filter clotting. At 05:17 alarm screen cleared from display. Advisory: return pressure - dropping. At 05:17 alarm occurred. Advisory: return pressure - dropping. At 05:00 - pt fluid removal rate: 160 ml/hr. At 04:49 - alarm screen cleared from display. Advisory: periodic self-test in progress. At 04:47 alarm screen cleared from display. Advisory: periodic self-test in progress. At 03:13 - alarm screen cleared from displayed. Caution effluent weight - incorrect change. At 03:12 - alarm occurred. Caution efficient weight - incorrect change. At 03:11 - alarm screen cleared from display. Caution: dialysate weight - incorrect change.

Manufacturer narrative:
The review of our complaint file indicates that this is the first time such a defect is reported on prisma m100. A design lot number 04i0355p. This lot was distributed in other countries without pump problem (except in this hospital). We consider this defect to be casual. In absence of the incriminated sample, it is difficult to determine the root cause leading to the reported defect. Nevertheless, we assume that this incident might be due to one of the following possible causes: impeding object in pump raceway. Thumbscrew in center of rotor loosened. Bad rotation of the pump rollers. Fatigue failure on prisma pump segment. Damaging due to salt sediments under rollers and pump raceway. But, the most probable cause leading to this incident is the mechanical fatigue of the pump segment. A corrective action was implemented in june 2005 to avoid this problem; it consists in a new pump segment raw material. This action was implemented from: prisma m100 lot no. 05f3098g. Prisma hf1000 lot no. 05f2388p. Prisma tpe 2000 lot no. 05g2581p. No further action wil be taken by gambro industries. Nevertheless, we will continue to monitor and trend this type of defect. On the other hand, no safety issue / no medical intervention were reported, except a contamination risk of the nurse. This is the reason of our mpr reporting.